Event description:
In 2008, the pt reported he received an e4 (occlusion) error and an a8 (bolus cancelled) alert on his infusion device while attempting to bolus. He stated that he has received these error messages twice today. He stated that the first error occurred at 2:00 pm and he cleared the error. He then began to feel "funny" and his blood glucose was elevated to 337 mg/dl. His normal blood glucose range is 100-120 mg/dl. He attempted to bolus 5.5 units of insulin and again received e4 and a8. To troubleshoot, he has instructed to disconnect from his infusion site and to perform a bolus. Insulin dripped from the end of the infusion tubing. He stated the site had been in place for 4 hours. He was advised to change his infusion site. The patient changed his infusion site during the report and reconnected to his infusion device. Upon follow up on the next day, the pt reported that his blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.